Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported patient effects of angina and weakness are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with implantation of a 2.5 x 15 mm and 3.5 x 18mm xience xpedition stent in the left anterior descending artery. On (B)(6) 2016, the patient was re-hospitalized with a two-day history of chest pain, with associated weakness and sweating. The patient was treated with medication and the event resolved. The patient was discharged to home on (B)(6) 2016. No additional information was provided.